Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the alleged operative complications experienced by the patient. Isi has made several attempts to contact the site, including the surgeon and risk management department, to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015 and the surgeon's procedure history. Based on the surgeon's procedure history, there is no indication that the surgeon performed a da vinci-assisted cardiothoracic procedure on (B)(6) 2015. In addition, based on the site's system logs, there is no indication that a da vinci-assisted cardiothoracic procedure was performed at the site on (B)(6) 2015. This complaint is being reported due to the following conclusion: according to the initial reporter, the patient underwent a da vinci-assisted surgical procedure and allegedly sustained two fractured ribs and a punctured breast implant. However, at this time, the causes of the alleged operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's operative complications.

Event description:
It was reported that during a da vinci-assisted cardiothoracic procedure, the initial reporter alleged that the surgical staff, specifically a nurse practitioner, fractured the patient's ribs and punctured a breast implant.